Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: when the instrument was used in the last procedure, the instrument was inspected prior to use with no issue. There was no loss of cautery or thermal damage. The customer did not notice any evidence of arcing. The instrument could be used normally in the last procedure. The instrument was inspected after the procedure with no damage. There was no fragment falling into the patient¿s anatomy. The last procedure was completed robotically with no patient injury. Failure analysis (fa) has completed their investigation on the fenestrated bipolar forceps instrument. Fa confirmed and replicated the reported complaint. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material, but the wires were exposed. Further investigation found the conductor wire to be dislodged at the distal end. The instrument was found to have a segment of the conductor wire sticking out. The wire insulation was damaged.

Event description:
It was reported that during central processing, the conductor wire insulation of the fenestrated bipolar forceps (fbf) instrument was scratched. The internal conductor wire was exposed. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged fenestrated bipolar forceps (fbf) conductor wire insulation, an investigation is in progress to determine the cause of this reported event. Isi has received the fbf instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.